Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) multirate infusors underinfused during patient infusions. The devices were in use to deliver infusions of fluorouracil and trabectedin. It was further reported that the flow of the prepared volumes take up to an additional three (3) hours to finish the infusions. Additionally, the reporter stated that the total volume of the drug did not pass after the devices were removed, and drops were noted on the outside of the ¿elastomeric tank¿ (housing). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.